Event description:
The core universal driver was sent for eval because it was leaking an unk fluid during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.